Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: updated manufacturing date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the viper universal poly driver (p/n: 279712400, lot #: mi74072) was returned and received at us cq. Upon visual inspection, the tip was observed to be broken. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was performed on the returned device. Document/specification review: based on the date of manufacture the relevant drawings of the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the viper universal poly driver (p/n: 279712400, lot #: mi74072). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi74072 was released in a single batch. Batch1: lot qty of (B)(4) units were released on apr 12, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, during the procedure the tip of screwdrivers stripped while attempting to tighten thick screws. The screw holes had been pre drilled. The procedure was completed successfully with 20 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown screws(part# unknown, lot# unknown, quantity 1). This complaint involves four (4) devices. This report is for (1) xpdm quick-con si poly screwdriver. This is report 3 of 3 for (B)(4).